Manufacturer narrative:
The pad-pak was first installed successfully on the 28th april 2010 and performed to specification, alongside random manual power ons up to the 8th june 2015. Multiple manual power ups of mainly ten minute duration were recorded between 13th june 2015 and the last log entry on the 2nd july 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fautl could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.